Event description:
It was reported that the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. The intra-aortic balloon (iab) could not be passed through the saf sheath and as a result, the md removed the iab and the saf sheath. Another iab was inserted using the teflon sheath. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was listed as minutes, until the second iab was inserted. There were no pt complications. Pt outcome is unk.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.